Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received scs system on (B)(6) 2011 for left leg pain. It was reported that the patient had good coverage where needed on the table, however, post surgery, the patient felt left rib stimulation and some of the lead contacts displayed invalid values. On (B)(6) 2011, during the check up, the lead sill displayed invalid impedance. X-ray was taken and it indicated that the directional indicator of the lead was super-imposed. The physician suggested that during transfer from the operating room to recovery room, the patient might have been twisted and causing the lead to move. During a repositioning attempt on (B)(6) 2011, the lead again exhibited invalid impedance. The physician replaced the lead with a new lead. The patient reported rib stimulation and the new lead exhibited high impedances. The physician notated that the anchors made an indentation on the body of the leads. The physician replaced the new lead with another lead model to resolve the issue. No further information is available at this time.